Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an issue with how the cobas infinity core license software version 1.2.44 displays patient results from the skannex instrument when more than one test is performed. When the skannex instrument sends the results to the infinity software, the results are saved correctly; however, a repeat result that has not been performed is displayed. No adverse event has occurred due to the issue. The investigation was able to reproduce the issue in the software version complained about and version 2.5.0. The skannex instrument receives results through an ".xml" file that is located in a path specified through the configuration of the driver. In this case, the message contained results for 2 tests: "positive" for benzodiazepine (bzo) and "negative" for amphetamine (amp). When this file is read by the infinity software, the result for the first test (bzo) is correctly displayed as "positive" but the result for the 2nd test (amp) is displayed incorrectly. An initial "positive" result is assigned to the amp test with a repeat "negative" result. The investigation found that this behavior always occurs if results for more than one test are sent from the skannex instrument to the infinity software. The software processes the first result correctly but then it initially assigns the result from the first test to the 2nd test and then updates the 2nd test with the actual, correct result. No workaround has been identified for this issue. This issue has been confirmed as a software issue.